Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a seam tear occurred. A 14 f isleeve introducer was inserted. A non-bsc balloon was inserted through the isleeve for predilation of the native valve. An accurate valve was successfully implanted. One post dilation was performed with the same non-bsc balloon. There was a "very strong deflation" of the balloon. During withdrawal of the balloon into the sheath, the sheath "cracked up". No patient complications were reported and the patient's status is stable.